Manufacturer narrative:
H3: product analysis confirmed the reported issue and found that stim board, main board failure, batteries were old. H6: codes a0401, b01, c0208, c0601, d02 and g02002 has been updated. The previously updated codes b17, c20 and d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during functional endoscopic sinus surgery the nim console displayed a pi box fault message, try to reboot the console and the pi box has no effect. Disconnecting and reconnecting the pi box cable had no effect. The nim console was functioning properly when used with another patient interface. The end of the patient interface cable broke off inside of the patient interface box. The procedure was extended less then hour and completed without nerve monitoring. There was no patient impact.